Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted in 2009 due to unspecified reasons. The patent was implanted with a new aus device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.